Event description:
Pt was revised to address a broken stem, which caused a "pop" and increasing pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.